Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Two reciproc blue files r25 8/100 25mm 025 have been returned (one file in loose + one unused file). The file in loose is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No link can be established between breakage issue and information found during dhrs review (batches #1571503, #1570809, #1571476 and #1570793). Unused file has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a reciproc blue file broke during use. The tooth will be filled with the broken piece incorporated.